Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, the right atrial (ra) lead was noted to exhibit noise oversensing resulting in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.